Event description:
On (B)(6) 2014, the lay user/ patient contacted lifescan (lfs) australia alleging the onetouch verio meter read inaccurately erratic. The patient reported blood glucose results of ¿7.0, 11.2, 6.5, 8.1, 6.3, and 7.0mmol/l¿ with the subject meter, performed within 20 minutes of each other. This complaint is being reported because the reported results did not meet lifescan¿s accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.